Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information.

Manufacturer narrative:
Date of the event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000174458. During processing of this incident, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced inadequate stimulation with their scs system. In turn, reprogramming was unable to resolve the issue. As a result, surgical intervention may be pending to address the issue. The investigation did not determine which lead is resulting in ineffective stimulation.

Manufacturer narrative:
Date of explant is estimated.

Event description:
It was reported that the system was explanted to address the issue.